Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that the ipg was nearing the end of battery life. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.